Manufacturer narrative:
Please disregard report 3004464228-2025-50660-00, this is a duplicate report. See 3004464228-2025-50641-00 for reported issue.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 37 mmol/l (666 mg/dl) while wearing the pod for an undisclosed time. The patient reported symptoms included high ketone levels up to 5.5, excessive thirst, increased urination, and vision disturbances. Prior to visiting the hospital on approximately (B)(6) 2025, the patient removed the pod at home due to the elevated bg levels. While at the hospital's emergency room, where they stayed for one hour, as treatment the nurse injected the patient with an insulin pen.